Manufacturer narrative:
(B)(4). The catalog number provided is the us list number that is the same as the international list number in the unique identifier field. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. A return sample evaluation was not performed because tubing remains implanted. During a peg procedure to create a gastrostomy for the delivery of the lcig drug, a patient must undergo anesthesia. This causes a depression of the respiratory function. There is significant risk of respiratory compromise under such circumstances.[1] [1]hillier sc, mazurek ms. ¿monitored anesthesia care¿ pp 815-832 in barash pg et al, eds. ¿clinical anesthesia.¿ lippincott williams & wilkins: philadelphia 2009. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A physician reported that a patient in (B)(6) was hospitalized since (B)(6) 2015 because of buried bumper syndrome. The buried bumper syndrome involved a device not manufactured by abbvie. During the hospitalization for the aforementioned event, the tube involved with the buried bumper syndrome was replaced with an abbvie manufactured peg/j tubing on (B)(6)2015. During this placement procedure, the patient suffered a respiratory arrest that lasted 4 minutes and required reanimation (resuscitation). The reanimation (resuscitation) was successful and patient is well again.